Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device could not be interrogated, as reported from the field. Handling of the device noted a loose foreign material sound from within device case. X-rays were then taken of the inside of the device. Upon review of the x-rays, it was noted an internal component had become loose from the hybrid assembly. Evidence indicated this part likely became loose due to physical force exerted on the device.

Event description:
It was reported that during the procedure, prior to implantation, this pacemaker was interrogated and exhibited normal operation. However, after implantation and pocket closure, retesting revealed that the device had switched to safety mode after the leads were connected. As a result, the pacemaker was extracted and substituted with a new one. Following the procedure, the device became unresponsive, could not be interrogated, and was not programmable. There were no further adverse effects on the patient noted. The device is slated for return. The product has been received for analysis.

Event description:
It was reported that during the procedure, prior to implantation, this pacemaker was interrogated and exhibited normal operation. However, after implantation and pocket closure, retesting revealed that the device had switched to safety mode after the leads were connected. As a result, the pacemaker was extracted and substituted with a new one. Following the procedure, the device became unresponsive, could not be interrogated, and was not programmable. There were no further adverse effects on the patient noted. The device is slated for return.